Event description:
It was reported to boston scientific corporation that an ultratome xl was used in the biliary during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2023. During preparation, when the ultratome xl was removed from the packaging, the nurse noticed that "the papillotome is blocked in its proximal part and the wire tip is outside its catheter, not allowing any rotation." The procedure was completed with another of the same device. There were no patient complications reported as a result of this event and the patient's condition at the conclusion of the procedure was reported to be stable. No further information has been obtained despite good faith efforts. The reported event may suggest that the cutting wire anchor was dislodged.

Manufacturer narrative:
Block h6: imdrf device code a051201 captures the reportable event of cutting wire anchor dislodged. Block h10: the returned ultratome xl was analyzed, and a visual evaluation noted that the cutting wire was in good condition and the anchor was inside the catheter. No problems with the device were noted. The reported event of wire/anchor dislodged was not confirmed. Upon analysis, the cutting wire was in good condition and the anchor was still inside the catheter. The returned device did not show evidence of either the alleged problem or any defect which could have contributed to the event. Based on all gathered information, the complaint will be documented as no problem detected. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation that an ultratome xl was used in the biliary during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed (B)(6). During preparation, when the ultratome xl was removed from the packaging, the nurse noticed that "the papillotome is blocked in its proximal part and the wire tip is outside its catheter, not allowing any rotation." The procedure was completed with another of the same device. There were no patient complications reported as a result of this event and the patient's condition at the conclusion of the procedure was reported to be stable. No further information has been obtained despite good faith efforts. The reported event may suggest that the cutting wire anchor was dislodged.

Manufacturer narrative:
Block h6: imdrf device code a051201 captures the reportable event of cutting wire anchor dislodged.